Event description:
The customer reported that there was a collimator iris pot error. This error requires the user to hit any key to continue, this error occurred during a procedure with pt involvement. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.